Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.5, lab: 3.7. Nurse confirmed they had lower results on the meter vs lab with at least 2 different patients, but only had data for one. Patient target range on meter is between 2.5-3.5 inr. Patient is not on dialysis. She did not know if patient on lovenox or is taking any antibiotics or has history of cancer or anemia.

Manufacturer narrative:
Investigation pending.